Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission 30-jan-2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned and evaluated by product analysis on 16-jan-2018 with the following findings: on investigation, the battery compartment was confirmed to be cracked. Investigation confirmed the alleged damage. There was evidence of moisture in the battery canister. Leak testing confirmed moisture ingress at the site of the battery compartment damage. On investigation, the pump powered on and ez-prime steps were successfully completed. There was no interruption in power during the pump¿s 24-hour exercise. Investigation did not duplicate the alleged power complaint. There was no damage, defect or contamination of the pump¿s interior components.